Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro cable began smoking and the wiring was broken. The hospital did not report any pt effects. The hospital intends to return the product in question. The exact event date was not provided by the customer; however, it was indicated that the event occurred during the week of (B)(6) 2012.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. Items marked "ni" are currently unk. Internal file number - (B)(4).